Manufacturer narrative:
No product will be returned for eval. We are unable to evaluate the adhesive pad for any abnormality that may have caused the customer's skin infection. It is known and understood by the manufacturer that, based on customer's individual skin sensitivities, various reactions to the pod's adhesive may be experienced. The omnipod user guide contains a section dedicated to infections titled "avoid infusion site infections" that includes the following info: always wash hands and use aseptic technique before applying a pod; don't apply a pod to any area of skin with an active infection; at least once per day, check the infusion site for signs of infection; signs of infection include pain, swelling, redness, discharge or heat - if infection is suspected, immediately remove the pod and contact a health care provider. The customer reported that she "always prep the site with alcohol swabs before application." To mitigate the recurrence of adverse skin conditions, the omnipod website offers a resource guide that includes a listing of skin barrier products that can be used to protect the infusion site. Twice per month, insulet performs a review of customer complaint data; the occurrence rate of reported infections at the infusion site is (and has historically been) significantly below the level at which an internal corrective action would be required (per insulet's internal corrective and preventive action procedures). However, insulet has initiated action to determine if marketing can improve education and training related to this topic. A review of lot qualification records was performed - no issues were noted with the lot and it passed the acceptance criteria. Note: eval method codes are specific to activities performed during lot qualification (and not to any specific pods associated with this report, as none are being returned for eval).

Event description:
The customer called to report that "several pods from her most recent shipment" had given her "an infection in three different sites on the abdomen area." As a result, "she was admitted to the hospital for possible staph infection." The infected areas were described as "red and swollen and about the size of a fist." There was no mention of the treatment received while in the hospital. She noted that she "always preps the site with alcohol swabs before application." The customer has been a diabetic for over 21 years and this has never happened to her before" - she will be contacting her local clinical services manager for advisement. No product will be returned for eval.